Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-09341. It has been reported the pt had experienced an intense burning sensation at the ipg pocket site when stimulation was turned on. X-rays did not show any anomalies with the connections. The ipg was not heating up. The system was reprogrammed and the sensation subsided. The issue has been resolved.